Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the generator exhibited a burnt superpulse board. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: h4, h6 and h11 correction to d8, h3 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation it is likely the cause of the reported issue was due to a printed circuit board. However, the specific cause of the printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.